Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No failed battery test alarms were noted. The pump was unable to prime during the prime test, and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. No other alarms were noted. The pump was also received with minor scratches on the lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor sensor test failure and failed battery test. The customer stated that he was trying to fill the tubing when he received the motor sensor test failure alarm. The customer did not know the blood glucose reading. During troubleshooting, the insulin pump failed the displacement test. He declined to troubleshoot for the failed battery test alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.